Event description:
It was reported that the patient experienced chronic phrenic nerve stimulation. The ventricular lead was capped and replaced. There were no complications noted during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.